Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery. After a non-bsc stent was deployed, a 12mm x 4.50mm nc quantum apex balloon catheter was used for post-dilatation. During the third inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was contrast in the balloon and shaft. Microscopic examination of the distal end of the catheter did not reveal any tears or damage to the balloon. There were multiple inner shaft kinks within the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. The catheter was soaked in a bath of circulating water to attempt to loosen solidified contrast. Attempts to inflate the device to nominal pressure were unsuccessful. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the observed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu instructs: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal left anterior descending artery. After a non-bsc stent was deployed, a 12mm x 4.50mm nc quantum apex¿ balloon catheter was used for post-dilatation. During the third inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.